Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 42mg/dl; cause was unknown. Fast-acting carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2019 was 92 mg/dl. Therefore, the complaint could not be confirmed. Blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 and (B)(6) 2019. Blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. Multiple tubing fills of size 5.6 and 10.2 units were observed on (B)(6) 2019. A tubing fill of size 10.2 units was observed on (B)(6) 2019. A tubing fill of size 10.2 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. From (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.